Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the follow-up performed on (B)(6) 2015, the pacemaker was programmed in dddr. At interrogation of the pacemaker during the next follow-up on (B)(6) 2015, the pacemaker was programmed in ddd.